Event description:
Info received indicates the valve was abandoned at implant when review of intra-operative echo showed questionable valvular regurgitation. Product inspection during the procedure showed the valve did not look distorted and the pt annulus was not heavily calcified. The valve was replaced during the case with no pt complication reported.